Manufacturer narrative:
According to the field, the rv lead is not available for return back for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead was observed to be difficult to extend properly. The rv lead was eventually placed but exhibiting high pacing and threshold measurements. The physician elected to reposition the rv lead, but experienced difficulty retracting the helix. The rv lead was eventually removed and replaced from the patient prior to pocket closure and was never in service. No adverse patient effects were reported.